Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was "hanging down by the ventricle." The lead was repositioning was scheduled for the following day and the lead remains in use. No patient complications have been reported as a result of this event.